Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) an elevated blood glucose (bg) level of approximately 500 mg/dl, with an unknown cause. Reportedly, the customer was experiencing memory loss at the time of hospitalization. The customer attempted to resolve the issue by administering a manual bolus. Subsequently, the customer was admitted to the hospital where an intravenous insulin treatment and manual injections were administered to address the elevated bg. Reportedly, the customer could not recall when released from the hospital, however, the customer reported that there was no permanent damage sustained and the issue was resolved. Reportedly, the customer reverted to manual injections for insulin therapy.